Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads; upn: m365db2202450; model: db-2202-45; serial: (B)(4); batch: 7083055. Product family: dbs-linear leads; upn: m365db2202450; model: db-2202-45; serial: (B)(4); batch: 7085847, product family: dbs-lead fixation; upn: m365db4600c0; model: db-4600c; serial: n/a; batch: 27414946.

Event description:
It was reported that the patient was admitted to the hospital for an infection in the scalp. The patient underwent a revision procedure where the scs system was explanted. The patient was administered antibiotics. The patient was expected to make a full recovery post-operatively. The explanted devices were discarded at the facility and were not returned to bsc.

Manufacturer narrative:
Correction to field b5: corrected the type of device initially reported. This is a dbs patient not scs patient.

Event description:
It was reported that the patient was admitted to the hospital for an infection in the scalp. The patient underwent a revision procedure where the deep brain stimulation (dbs) system was explanted. The patient was administered antibiotics. The patient was expected to make a full recovery post-operatively. The explanted devices were discarded at the facility and were not returned to bsc.